Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center has no image. The issue occurred during preparation for use for a gastroscope procedure. The intended procedure was completed with a similar device. There were no reports of delay or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h10. The corrected field g2 added a company representative and a health professional who were inadvertently left out in the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The evaluation was completed. During inspection, olympus confirmed the reported event "no image", additionally found stripes in the image. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely no image was caused due to defective power unit and the stripes in the image occurred due to defective patient board. Olympus will continue to monitor field performance for this device.